Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that his one touch ultra2 meter was reading inaccurately high when running a control solution test. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist (mss) was unable to reach the patient by phone. On an unspecified date/time the same month, the patient reported obtaining a control solution reading of "135 mg/dl" with the subject meter. The control solution range for the subject strips was noted as being "96-128 mg/dl". The cca noted that the patient manages his diabetes with insulin (self-adjuster); however, it is unknown if the patient made any changes to his diabetes treatment as a result of the control solution test falling outside of its range. The cca noted that the patient claimed he ran a control solution test due to obtaining recent high blood glucose readings; however, felt "low" symptoms. The cca further noted that the patient reported that he treated self according to the "high readings" when he was feeling "low". It is unknown what blood glucose readings the patient was obtaining with the subject meter and when the alleged blood inaccuracy began. On an unspecified date/time, the patient claimed he treated self with 32 units of lantus insulin and administered 4-5 additional units of humalog insulin as a result of obtaining an alleged high reading (based on a sliding scale). The patient also reported developing symptoms of feeling hungry and having weak legs and blurry vision; however, it is unknown when the symptoms began. At the time of troubleshooting, the cca confirmed the test strips were in good condition and that the patient was using the correct control solution. A control solution test was not performed at the time of the call with the subject strips or with a new vial of test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained inaccurate high readings on the subject meter, administered treatment based on the alleged results, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.